Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that and alert for possible high voltage circuit damage was observed. The patient was recently exposed to electrocautery and the electrograms revealed signs of oversensing leading to inappropriate therapy. A manual capacitor check was performed to ensure proper device function. The patient will continue to be monitored.

Event description:
New information received states that an alert for possible high voltage circuit damage was once again observed. It was also noted that the patient recently had a lvad placed and was suspected to be the cause of the alert. Monitoring will continue until patient was brought into clinic to clear the alert.